Event description:
The complainant reported that the clinicians were performing a diagnostic upper gi endoscopy procedure on a female patient (age and weight unknown), using a zebra guidewire. During the withdrawal of the device, it was noticed that the coating peeled off the guide wire over a lenght of approximately 2-3cm. In the additional information provided by the complainant it was indicated that "no piece of the coating fell into the patient. " the complainant indicated that "no complication happened due to this", and that the patient's condition was "stable".

Manufacturer narrative:
A review of the device history record for the pertinent lot was performed, no anomalies were noted. The complainant reported that the device would not be returned for evaluation as it was discarded subsequent to use; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Other: device discarded by facility.